Event description:
It was reported that when the patient came for a follow-up visit, the device was without pacing and output and no telemetry. When the device was checked four months earlier, all was reported as "ok" and the remaining longevity estimated to be 1 to 14 months. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.